Event description:
It was reported that there was concern with the longevity of the device as it only lasted approximately four years from implant. It was noted that the device was at eol (end of life) upon interrogation as the device apparently went to eri (elective replacement indicator) in (B)(6) 2014. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary continued: preliminary analysis noted that the device did not appear to have been drawing high current (based on historical battery voltage data). Further analysis confirmed that the device had a nominal current drain. Visual inspection revealed no anomalies. The device functioned nominally with regards to telemetry, pacing output, lead impedance, regulated supply, and reference voltages. The hybrid passed diagnostic system testing which included interconnect, fault grade, and random access memory (ram). The stacked chip scale package (scsp) was inspected for copper trace anomalies. None were observed. Since a high current drain condition was not present, the cause of the decreased longevity issue was not determined. No hybrid anomalies were observed. The battery cell was also sent for further analysis, with no internal short found.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed that the actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).